Manufacturer narrative:
The device was discarded and not available for investigation. Therefore, the root cause of the reported incident could not be conclusively determined. It is possible to damage the safety balloon if the user mishandled the device when removing the safety sleeve or if the sleeve was incorrectly moved in the direction of the stopcock instead of toward the infusion area of the internal carotid lumen. As stated in the IFU: the sheath should be moved and hang loosely on the infusion area of the distal lumen (away from the stopcock area). The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests met their requirements (100% inspection). We have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that for a carotid surgery during the pre-use check, the pruitt f3 carotid shunt was observed to have a pierced safety balloon. In the end a replacement shunt was used to successfully complete the procedure. No injury occurred to the patient. The product was discarded by the hospital.